Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii, lump/nodule, edema, seroma-late, granuloma.

Event description:
Healthcare professional reported left side "chronic pain," "capsular contracture baker grade iii," "hardening," "granuloma induced by silicone," "edema," "liquid collection," and ¿oval circumscribed nodule, with intermediate enhancement to contrast, in the anterior third of lateral interquadrant of left breast (3h), measuring about 0.7 cm.¿ device remains implanted.

Event description:
Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.